Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision due to a breakage of the ceramic femoral head.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> a review of complaint databases and manufacturing records did not identify any anomalies. The devices were reviewed by bioengineering and root cause was concluded as undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a review of manufacturing records did not identify any anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.